Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screws are to tight for the clip. When they tried to pick them up with the screwdriver blade, it would not came out. This report is 5 of 15 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history record review and the investigation could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: a functional test got performed with the result that the screws could get picked up without problem. We received 15 screws ø1.5 self-tapping and the clips for investigation. The cross slot feature was checked visually using a microscope and there was no obvious damage. A functional test got performed with the result that the screws could get picked up without problem. It is likely that this failure occurred through a tilted position of the screw during extraction of the clip. The manufacturing and inspection records could not be reviewed as the lot numbers are unknown. We could not find the root cause for this complained problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.